Event description:
It was reported that an alert was issued in the remote monitoring system for this pacemaker and right atrial (ra) lead because an intrinsic amplitude was out of range at less than 0.5mv. It was also noted that the presenting electrogram showed intermittent far-field r-wave oversensing on the atrial channel. The clinic was notified via email regarding these observations. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.